Event description:
This is a report from a consumer in (B)(6) of peritonitis in a male patient (further detail not reported). Initially the home patient (hp) contacted baxter technical service (ts) to request assistance with an unrelated alarm which occurred on the homechoice (hc) during peritoneal dialysis (pd) therapy. The ts representative assisted the patient and the alarm issue was resolved over the telephone. During the conversation the hp said that he has peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfunction or use error identified is not confirmed because the disposable set was not returned to baxter, lot number was not provided for batch review and the user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.